Event description:
This is a spontaneous case report received on 30-jun-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states. It refers to the plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008 for permanent birth control. Plaintiff began experiencing severe abdominal pain, severe low back pain, pain during intercourse, hair loss, scalp irritation, vaginal discharge and infection, fatigue, uterine pain, headaches, migraines, weight fluctuation, hip pain, pelvic pain. On or about (B)(6) 2009, she underwent a tubal ligation. On or about (B)(6) 2014, plaintiff sought emergency medical attention for severe pelvic pain and she underwent an emergency salpingo-oophorectomy. As a result of this emergency surgery, she missed two weeks of work, unpaid. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had pelvic pain after essure (fallopian tube occlusion insert) insertion. She underwent a salpingo-oophorectomy approximately 6 years after essure placement. This event is listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required (salpingectomy performed, essure removal implied). A product technical analysis is being performed. Further information will be obtained through the litigation process.

Manufacturer narrative:
A quality-safety evaluation was received on 01-aug-2016. Ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had pelvic pain after essure (fallopian tube occlusion insert) insertion. She underwent a salpingo-oophorectomy approximately 6 years after essure placement. This event is listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required (salpingectomy performed, essure removal implied). According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("migration of essure device location of device: overlying the uterus") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), uterine pain ("uterine pain"), back pain ("severe low back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), skin irritation ("scalp irritation"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), migraine ("headaches/migraines"), weight fluctuation ("weight fluctuation"), arthralgia ("hip pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), hirsutism ("hormonal changes describe: hirsutism"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection: urinary tract infection"), depression ("depression,"), headache ("headaches,"), peptic ulcer ("peptic ulcer"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"), gallbladder pain ("gastrointestinal or digestive ystem condition- type: gallbladder pain") and weight increased ("weight gain/loss specify: gain"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube), oophorectomy) and surgery (ablation). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, abdominal pain and back pain was resolving and the device expulsion, menorrhagia, uterine pain, dyspareunia, alopecia, skin irritation, vaginal discharge, vaginal infection, fatigue, migraine, weight fluctuation, arthralgia, dysmenorrhoea, hirsutism, vaginal haemorrhage, urinary tract infection, depression, headache, peptic ulcer, irritable bowel syndrome, gallbladder pain and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gallbladder pain, headache, hirsutism, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, peptic ulcer, skin irritation, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on(B)(6)2008: unilateral occlusion (right tube occluded) quality-safety evaluation of ptc: quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received: new events: hirsutism, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, headache, dysmenorrhoea, device expulsion, irritable bowel syndrome, peptic ulcer, weight increased, gallbladder pain were added. Previously reported event ¿pelvic pain, abdominal pain, uterine pain, back pain¿ outcome and reporter, patient demographic information, product stop date updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("migration of essure device location of device: overlying the uterus") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included frequency urinary and cystitis interstitial. Concurrent conditions included peptic ulcer disease and irritable bowel syndrome. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), uterine pain ("uterine pain"), back pain ("severe low back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), skin irritation ("scalp irritation"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), migraine ("headaches/migraines"), weight fluctuation ("weight fluctuation"), arthralgia ("hip pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), hirsutism ("hormonal changes describe: hirsutism"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection: urinary tract infection"), depression ("depression,"), headache ("headaches,"), peptic ulcer ("peptic ulcer"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"), the first episode of biliary colic ("gastrointestinal or digestive ystem condition- type: gallbladder pain"), weight increased ("weight gain/loss specify: gain") and the second episode of biliary colic ("gallbladder pain"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube), oophorectomy), surgery (salpingectomy (one side removal of fallopian tube),oophorectomy) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage and depression was resolving, the device expulsion, menorrhagia, uterine pain, alopecia, skin irritation, vaginal discharge, vaginal infection, fatigue, weight fluctuation, arthralgia, hirsutism, urinary tract infection, headache, peptic ulcer, irritable bowel syndrome and weight increased outcome was unknown and the migraine and the last episode of biliary colic had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, hirsutism, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, peptic ulcer, skin irritation, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, weight increased, the first episode of biliary colic and the second episode of biliary colic to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: unilateral occlusion (right tube occluded) . Quality-safety evaluation of ptc: quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.